Manufacturer narrative:
A total of 54 patients (39 male and 15 female) with a mean age of 44.7±23.6 years (range, 7-79 years) underwent titanium chest wall osteosynthesis. Of these patients, 7 patients were treated with unknown synthes matrix fixation system. The mean follow-up time was 20.2±8.4 months (range, 3-48 months). The article did not specify who among the 7 patients implanted with synthes matrix rib presented with these complications. This report is for report is for an unknown synthes matrix rib plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: berthet, j. Et al (2015), titanium implant failure after chest wall osteosynthesis, the annals of thoracic surgery, vol. 99, pages 1-4 (france). This retrospective study aims to focus on the potential clinical and morphologic contributing factors by reporting the experience at two surgical centers using similar therapeutic strategies. Between january 2009 and january 2013, a total of 54 patients (39 male and 15 female) with a mean age of 44.7±23.6 years (range, 7-79 years) underwent titanium chest wall osteosynthesis. Of these patients, 7 patients were treated with unknown synthes matrix fixation system. The mean follow-up time was 20.2±8.4 months (range, 3-48 months). The article did not specify who among the 7 patients implanted with synthes matrix rib presented with these complications. Complications will be reported as follows: implant failure with pain, implant failure with skin wound, implant failure with swelling, implant failure with the pericardium in danger of being pierced, implant failure with flail chest with respiratory failure, implant failure with secondary infection, removal due to implant failure. This report is for an unknown synthes matrix rib plate. This is report 3 of 4 for (B)(4).